Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the cause of the ins dying after only a week, the programs being lost, pain and inability to change groups was because they were sick with the flu and did not charge their battery. The patient reported their weight at the time of the event and also reported that that they made and appointment with a manufacturer representative (rep) and the rep reset their programs. The issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had let their battery go dead because they were sick with the flu, and when their back was hurting they went to make an adjustment and realized they lost all their programming. The patient had charged their battery the week prior and usually could go 3 weeks in between charges. While troubleshooting with the device the patient had trouble getting stimulation in their back and they stated it was only stimulating from their knees down. It was also noted that on (B)(6) 2018 the patient went to make an adjustment and only saw a warning that the implant was dead. The implant was charged up all the way but still wouldn't switch from group b to group a. The programmer showed stimulation was on, and recharger showed they were charged sufficiently. During the call the patient was able to switch from group b to group a and was feeling stimulation in their back. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the cause of the ins dying after only a week, the programs being lost, pain and inability to change groups was because they were sick with the flu and did not charge their battery. The patient reported their weight at the time of the event and also reported that they made and appointment with a manufacturer representative (rep) and the rep reset their programs. The issue was reported to be resolved.